Event description:
As reported by customer, micro bubbles are visible in the syringe possibly related to a poor connection to the manifold. There has been no injection of air, or patient injury. A used syringe will be returned for evaluation.

Manufacturer narrative:
Although it is indicated that the sample will be returned for evaluation, to date it has not been received by the manufacturer. Therefore a failure analysis is not yet available. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.